Event description:
It was reported the coil (subject device) would not detach. When it was attempted to pull back into catheter, it detached. The coil was removed with the microcatheter as one unit. The coil and catheter were replaced to complete procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Update: d4 expiration date. H4 manufacturing date. The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use and the device was prepared as per the dfu. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
Device not received yet.

Event description:
It was reported the coil (subject device) would not detach. When it was attempted to pull back into catheter, it detached. The coil was removed with the microcatheter as one unit. The coil and catheter were replaced to complete procedure successfully. There were no reported clinical consequences to the patient.